Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-14921. The initial MDR with manufacturing report number (8021545-2024-02520), was submitted on 24-jul-2024. Upon completion of the investigation, the manufacturing date was updated as 17-jan-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013201 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013201 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac 14, on 15/may/2025, with a total of (B)(4) units. The sub-assembly, welding the lot 5d04861 was manufactured according to the wi version 34 welding in the machine ls24 & ls25, on 14/may/2025, with a total of (B)(4) units. The sub-assembly, welding the lot 5e02210 was manufactured according to the wi version 34 welding in the machine ls06 & ls07, on 14/may/2025, with a total of (B)(4) units. The sub-assembly, welding the lot 5d03588 was manufactured according to the wi version 34 welding in the machine ls11, on 01/may/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5e02138 was manufactured according to the wi version 39 in the gluing of connector in the line 03, on 14/may/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5e02139 was manufactured according to the wi version 39 in the gluing of connector in the line 03, on 15/may/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5e02140 was manufactured according to the wi version 39 in the gluing of connector in the line 03, on 16/may/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5e02141 was manufactured according to the wi version 39 in the gluing of connector in the line 03, on 16/may/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5e02142 was manufactured according to the wi version 39 in the gluing of connector in the line 03, on 17/may/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5c04822 was manufactured according to the wi version 39 in the gluing of connector in the line 03, on 24/mar/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5d03572 was manufactured according to the wi version 39 in the gluing of connector in the line 03, on 04/may/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5d03574 was manufactured according to the wi version 39 in the gluing of connector in the line 03, on 05/may/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5d04878 was manufactured according to the wi version 39 in the gluing of connector in the line 03, on 06/may/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5d04881 was manufactured according to the wi version 39 in the gluing of connector in the line 03, on 09/may/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Reference number(B)(4) event occurred in the united states. It was reported that patient faced two infusion set leakage event on (B)(4) 2025. The leakage was at coupling housing. The infusion set was in use for ten minutes. Patient reported occasional bleeding at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.